Event description:
During the case we used the lumenis pulse laser. The laser appeared to be working slow per doctor. Surgeon requested that the settings on the laser be increased. Laser settings increased by surgeon. Laser appeared to working well at the increased setting, then we started smelling a weird smell like something burning coming from the laser. We checked the patient, the drapes and etc. There appeared to be nothing burning; no obvious harm to the patient per doctor. The machine stopped working completely; machine turned off and inspected. The laser fiber appeared to be burned at the insertion site to the machine. O.r. Manager notified and came to assess the situation. We collected the laser material to go to safety and biomed will pick up the machine. Case completed using another laser. A cook medical holminum laser fiber was used in conjunction with lumenis laser for this procedure. Lumenis factory service rep. Inspected laser and found no defects or malfunctions with machine. Lumenis instructed hospital that cook medical holmium fiber was not compatible with laser and caused the malfunction and burning issue.